Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 192 mg/dl at the time of incident. The customer's blood glucose level at the time of incident was 26 mg/dl. Customer experienced symptoms of low blood glucose level such as vomiting. The customer was treated with food. Based on customer report customer did allege the insulin pump was over delivering. The customer stated that the displacement test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No over delivery anomaly noted during testing.